Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Technical services (ts) evaluated the device and found the device to be depleting normally. The patient has had more consistent atrial fibrillation (af) in recent months which has caused increased sensing and therefore battery depletion from the device. The power consumption is stable, and therapy remains available. No adverse patient effects were reported.